Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address an implant fracture and poly wear. Update 2/15/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated a broken femoral component with wear on the spacer secondary to the crack. The crack was on the medial side of the component and that was the only place the insert had wear. The insert had no other wear. Pain was also noted. It should be noted that patient was obese and had been instructed to lose weight. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address an implant fracture and poly wear.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.